Event description:
The user received a questionable result for cholesterol generation 2 (chol2) on the cobas c501 analyzer for one patient sample. The initial result was 11 mg/dl. This result was reported outside the laboratory. On (B)(6) 2010 the doctor called the laboratory questioning the chol2 result reported. The sample was repeated which yielded a result of 186 mg/dl. The user said no other tests for this patient sample were affected. No adverse event has been alleged regarding this event. The reagent lot number for chol2 was 62963701. The field service representative was unable to determine a cause. He ran performance checks and monitored operation of instrument with no other erroneous results observed.